Event description:
It was reported that a valve of clearlink system continu-flo solution set with duo-vent spike was protruding out of the port. The nurse said that "there is so much pressure in the tubing that the squishy piece in the port is popping out of the port." This occurred when the nurse was running fluids through one pump and antibiotics through another pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.